Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, lot# va0d2ls002, implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that it was normally ¿like a real rapid zapping¿ and the patient would like to ¿calm that down.¿ the patient stated that the manufacturer representative told them the ¿higher the rate the smoother the delivery.¿ the patient stated that they were trying to change the rate so it was not a ¿constant stabbing.¿ the patient noted not being able to adjust the stimulation rate using the programmer. The patient noted that it had been ¿about¿ a month-and-a-half prior to (B)(6) 2014 when the patient first had the issue. It was noted by the caller that the manufacturer representative had spoken to tech support and ¿could not figure out what was wrong.¿ the patient stated that they were speaking to the manufacturer representative ¿a few weeks¿ prior to (B)(6) 2014 and the manufacturer representative suggested the patient call the manufacturer to have a new programmer sent out. The patient stated that the manufacturer representative was able to make adjustments with their programmer, but the patient could not with their own programmer. The patient was asked to try the patient programmer while on this call. The patient was able to see the settings. The patient stated that they were unable to change the rate. The patient was able to see the rate screen and it showed 60, but ¿could not tell it was activated.¿ the patient stated that they could decrease, but they could not increase it and they then observed the upper limit at 60. The patient reported that the ¿the rep patient¿ should be able to increase the rate to 100. The patient noted that they could feel stimulation, but it was still getting the upper limit at 60. The patient noted that the pulse width was at 500 and the patient was able to increase it. It was reviewed that the patient would need to have the programmer looked at by a doctor or manufacturer representative. The patient reported that the manufacturer representative was able to increase to 80 and then patient talked to the manufacturer representative ¿about a week later¿ and told the manufacturer representative the rate was 60. The patient noted that they were going to see the manufacturer representative the (B)(6). It was later reported that the patient was reaching limits on the patient programmer. However, it was noted that the patient programmer was working correctly. It allowed the patient to move up and down with amplitude, rate and pulse width within limits. There was no device sent out. It was later reported that a manufacturer representative was left for the manufacturer representative. It was later reported that the manufacturer representative was sent a communication regarding the previously discussed information and to follow-up as appropriate.